Event description:
The following description of the event was copied from the user facility medwatch report rec'd by cardinal health from the FDA on 08/05/2008. "Event desc: after placing pt on ventilator, auto cycling noted. Pt taken off ventilator and machine sequestered for biomed. Pt manually resuscitated and placed on another ventilator. Pt was not compromised. Respiratory therapy at bedside the entire time. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." The following description of the event was documented by the cardinal health tech support specialist from the user facility medwatch report rec'd by cardinal health from the FDA on 08/05/2008. "After placing pt on ventilator, autocycling noted. Pt taken off ventilator and machine sequestered for bio-med. Pt manually resuscitated and placed on another ventilator. Pt was not compromised. Respiratory therapy at bedside the entire time." No ventilator settings provided." The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "I called and spoke to [name removed] risk mgmt to obtain s/n of the unit and ventilator current disposition. Rep did not have the s/n of the unit only the model bear 1000 she noted that their in house bio-med group was evaluating/repairing the bear 1000 and it was their protocol to forward the report to the MFR. I told [name removed] if possible if she could update us with the s/n of the unit and status of the unit." The following add'l info concerning the event was copied from a fax rec'd from the user facility on 8/26/2008, in response to a letter sent by cardinal health seeking add'l info. "Ventilator controls set & circuit attached to et tube. Vent cycled rapidly, troubleshooting done, used manual resuscitator bag with oxygen to ventilate pt while new ventilator brought in & set up for pt use. New vent. Hooked up to et tube. No alarms sounded.

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility of the user facility medwatch report and written responses from the user facility to a letter sent by cardinal health seeking add'l info. The following info concerning the eval of the device was copied from the user facility biomed svc dept svc report provided by the user facility in response to a letter sent by cardinal health requesting more info. "(Tc 8/21/2008, 58) vent settings are: simv, rr 16, vt 600, flow 50, press support 30, fio2 50, press slope -3, sens 1.8, ramp. No exhalation valve assembly or pt circuit with vent. Ran ventilator at current settings and vent did not auto cycle. Vent delivered 575 ml of volume while measuring/displaying .57. The set peep of 10 was accurate. Ran ovp with no problems noted. Ran diagnostics and passed all tests. No problem found with the vent. Suspect pt circuit or exhalation valve assembly as root cause. Returned vent to svc."